Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath had the ceramic head damaged. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found the reported issue was caused by a component failure of the third (3rd) party repair. Based on the results of the investigation, the 3rd party repair failure is a maintenance management problem, but the cause of the 3rd party repair failure could not be determined. The most likely cause is an inadequate or improper maintenance. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.